Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl and insulin injections were used to address the bg level. The customer declined tandem technical support's offer to troubleshoot as multiple infusion sets were used trying to clear the alarm. Reportedly, the customer was using a u500 insulin in the cartridge. The customer was to use insulin injections to manage diabetes until the type of insulin used could be discussed with a healthcare provider.